Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. .

Event description:
The customer reported via phone call that the insulin pump had beep or vibrate anomaly. Customer¿s blood glucose level was 99 mg/dl at the time of incident. Customer was assisted with performing self test but the insulin pump did not beep during the tone test. Rewind was successful. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device was received with normal operating currents and passed a21 error test. No unexpected low battery, battery out limit and failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected low reservoir alarm noted during testing. However, unit failed to vibrate during self-test due to vibrator motor connector broken black wire. No audio or beeping anomaly noted.